Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) appears to have been a cascading event of the reported incomplete coaptation/slda. A cause for the reported fever could not be determined. The reported patient effects of recurrent mr and fever, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported treatment with medication(s) was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and remained attached to the other leaflet and recurrent mr. It was reported that the index mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with grade 4 and wide jet. Three clips were implanted, reducing mr to 1-2. On (B)(6) 2020, a follow-up echocardiogram was performed which found the lateral clip which was the third clip implanted had detached from the anterior leaflet, single leaflet device attachment (slda). The physician was not notified of the slda. On (B)(6) 2020, the patient was hospitalized for fever. On (B)(6) 2020, a transesophageal echocardiography (tee) was performed by the physician which confirmed an slda had occurred and noted that mr had increased to grade 4. The patient was treated with medication. No additional information was provided.